Event description:
It was reported that the unit had displayed "check apl" and "vent fail" alarms during use. The patient was bagged and the unit was switched. There was no patient injury reported.

Manufacturer narrative:
For the investigation the provided information and the logfile were analyzed. The described "vent fail alarm" could not be reproduced in the logfile, no technical failures were found. One possible reason for the described symptom is a pneumatic leakage. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. This contains a daily leak test, a leakage would be detected during this test and displayed. In the course of investigation, it could not be confirmed that the user performed the leak test prior to the case. If a relevant leakage had been present prior to use, it would have been detected during that leak-test. If a leakage suddenly occurs during use, or a leak-test was not performed prior to use, the fabius device alarms accordingly. The fabius is equipped with integrated pressure-, volume- and o2-monitoring. An alarm will be generated if the measured value is out of adjusted alarm limits (e.g. Insp pres not reach !!, apnea pressure!!!, apnea flow !!! ). On top, as per iec60601-2-13 (anesthetic workstations and their modules-particular requirements), additional monitoring of the concentration of co2 and anesthetic agent is required when the machine is in use. Finally, the reported ventilator failure could not be confirmed based on the investigation. Most likely, an external leakage led to the user interpretation of a ventilator failure. On-site, the device was tested and no indication for a device malfunction was found either. The device was returned to use after passing tests according to manufacturer¿s specification and no further problems were reported since then.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit had displayed "check apl" and "vent fail" alarms during use. The patient was bagged and the unit was switched. There was no patient injury reported.